Event description:
It was stated that the customer was taken to the emergency room due to low blood glucose levels. Prior to being hospitalized, the customer stated she passed out in her car and was found by the police. Troublehsooting revealed that the programming on the insulin pump was correct. The customer also stated that she may have over bolused.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.